Event description:
Information was received indicating that there was leakage when the cadd administration set was used . Additional information about the event was requested.

Event description:
Information was received that chemotherapy was being infused. Tubing was switched out and infusion was finished.

Manufacturer narrative:
B5, d4, e1: additional information.

Manufacturer narrative:
One cadd extension set from p/n 21-7106-24 was received in used condition without its original package. The sample was visually inspected at a distance of 12" under normal conditions of illumination; no discrepancies were detected. The sample was tested in order to detect any discrepancies that could affect the product functionality. Occlusion was detected because the medication was stuck inside the tube. Relevant documents were reviewed and deemed adequate and correct with respect to testing and inspection activities. The reported leaking issue was unable to be duplicated. There was no fault found with the returned extension set.